Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) resets.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. As received, the charger/modem was resetting. Upon investigation, y1 (10 mhz smd crystal) on the bedside board was found to be non-functional. The non-functional component was causing the system to reset. The root cause of the non-functional y1 was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.